Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed pre-test for check of free movement, check with top of sternum and status of development. Therefore, the reported condition was confirmed. However, since the investigation is still in-progress, the assignable root cause could not be determined at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 6 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the coupling device, reciprocating saw attachment device, drill chuck device, reaming attachment device, sagittal saw attachment device and quick coupling for k-wires device were faulty while in use together. It is unknown whether there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.